Manufacturer narrative:
The acunav catheter used during this procedure was not identified or returned so no investigation could be performed. However, based on the complaint description, it is likely that either saline solution contamination of the tab flex or incomplete insertion was the cause. Use care to ensure catheter connector is fully engaged into swiftlink before locking down and ensure no fluids get into catheter/swiftlink connection area.

Event description:
It was reported that the catheter was displaying a poor image on the ultrasound system. The catheter was replaced and the issue resolved. Caller did not know what type of procedure was taking place. (B)(4).